Event description:
Health care professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Visual analysis of the photographs identified: deflation: no observed an opening the device. It¿s difficult to see because in the photo is a little clear fluid inside of the device. Observe red particles on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Device has been explanted and replaced. Device discarded.